Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received a complete guide from technical support on how to reset the pump, was assisted through the reset process, and successfully started their sensor session without encountering further errors.